Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and the cause was not known. The infusion set was changed and a bolus was delivered. The contact thought that the high bg was addressed by changing out the infusion set and had no further questions.